Event description:
It was reported that during the implant procedure of this ventricular lead, this lead did not advance from the superior vena cava (svc) area to the right atrium. It was suspected that the sheath was kinked, prompting in replacing the sheath and the lead did not advance from the same location. Moreover, the lead punctured from the same side, and it is likely the subclavian area was narrower than it appeared on fluoroscopy. Both sheaths were kinked. Subsequently, the patient did experience severe pain and blood pressure has dropped from 112/57 to 77/45. The physician cancelled the implant of additional lead due to patient unstable condition. Hence, the lead was not successfully implanted. No additional adverse patient effects were reported.